Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the locking features of both devices have visible damage. There is no visible damage to the outside radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03587.

Event description:
It was reported during an initial tha, that after the g7 cup was implanted, the doctor tried to implant two g7 high wall liners (a 36 mm size h and a 32 mm) in patient but with the two liners were unable to be fully seated in place, even with a 36 or 32 mm liner impactor . After attempts, the doctor decided to use a ceramic liner and it worked. No adverse events have been reported as a result of the malfunction sales rep indicates that no additional information is available.